Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. However, the device's logs were provided for review. Review of logs showed a significant change in pad impedance between the lid closure self-test and the subsequent periodic self-test, resulting in the device indicating not rescue ready and requiring service to clear the error. Analysis of the reports of this type has not identified an increase in trend.